Manufacturer narrative:
This is one event for the same patient involving two separate products associated mdrs: 1225714-2014-01448 and 1225714-2014-01449. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleges the patient subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products; associated MDR's #1225714-2014-01448 and 1225714-2014-01449.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 after use of the product.